Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the issue. To resolve same, the fse replaced the front end module. In addition, the blood detect tubing was cracked during testing and was also replaced. The fse performed full calibration, functional testing and safety check to factory specifications; unit passed and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an ECG calibration issue during preventive maintenance (pm) by the customer's in-house biomed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The front end board was returned to getinge's national repair center (nrc) for failure analysis. A senior repair technician inspected the board and no visual damage was observed. The technician then installed the board into a cs100 test fixture and tested to factory specifications per cs100 service manual and the board failed testing; there was no ECG signal on any leads selected. The board was sent to the supplier for failure analysis per procedure. Subsequently , the board was returned from the supplier who verified the reported failure. The supplier replaced defective u1, u2 and the board passed all of their testing. The nrc technician again installed the board into cs100 test fixture and tested it to factory specifications per cs100 service manual and inspected it per procedure. The board passed testing and was put into inventory/stock.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an ECG calibration issue during preventive maintenance (pm) by the customer's in-house biomed. There was no patient involvement and no adverse event was reported.